Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection showed the top case of the device to be cracked, and the device was missing the battery. An event history log review showed no error related to the reported fault. Functional testing was performed, but the pump was not able to power up due to the missing battery. The root cause of the event was determined based on the reported fault: interconnect board and battery were damaged due to the battery being plugged in with the wrong polarity.

Manufacturer narrative:
(B)(6). The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the battery of a medfusion® 3500 syringe pump would not charge. After troubleshooting, the battery was inserted the wrong way and smoke emit from the device. No injury was reported.